Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A stent protector and mandrel were attached when returned, both were removed distally without issue. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 25.3cm distal to the distal end of the strain relief with some bending noted at each side of the break. Multiple hypotube kinks were found. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The eccentric target lesion was located in a moderately calcified coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, while pushing in a calcified vessel, the shaft broke. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product.

Event description:
It was reported that shaft break occurred. The eccentric target lesion was located in a moderately calcified coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, while pushing in a calcified vessel, the shaft broke. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.